Event description:
The rod was implanted through a trochanteric approach to the femur. After the rod was inserted, fluoroscopy was performed to ensure proper location. It was noted that the device was slightly distracted at that time from its initial position. The external remote controller was used to attempt to adjust the length of the rod. It was noted that length adjustment was unsuccessful. The rod was removed at that time and replaced with another rod. The surgery was otherwise uneventful. The pt experienced no injury, adverse event, or negative sequelae.

Manufacturer narrative:
(B)(4). The explanted device was delivered to ellipse on (B)(6) 2011. On receipt, the device was decontaminated. Visual inspection indicated that the rod could freely be distracted manually. The outer core of the device was disassembled and the internal portion was inspected. On inspection, it was noted that the pin that connects the gearing assembly to the lead screw assembly had broken. Because of the break, when the actuator magnet was turned, the lead screw did not turn and the rod could not be extended or distracted. The damage to the pin may be related to the higher than usual force exerted on the device observed during the implantation procedure using the trochanteric approach. The device history records were reviewed and the device was within specifications at the time of manufacture.